Event description:
It was reported that during an ablation procedure using an intellanav mifi open-irrigated ablation catheter they noticed the irrigation tube was leaking. They noted that the temperature of the ablation had been normal and there was no patient complication. Because the leak had ben found at the end of the procedure, the procedure had been completed with the original device. The catheter is not expected to be returned for analysis as it was disposed of by the site.